Event description:
It was reported that "the swg was found kinked prior to use on the patient". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The report of a kinked guide wire could not be confirmed through complaint investigation of the returned sample. However, visual analysis revealed the presence of adhesive on the proximal end of the guide wire. Passing both the returned and lab inventory guide wire through the cannula revealed major resistance from inside the cannula. A device history record review was performed with no relevant findings. An investigation was initiated based on a recent trend for guide wire/needle resistance. The investigation indicates that the issue is manufacturing related. The relevant lots within the reported kit were manufactured (august 2022) prior to the implementation of the corrective action (september 2022). Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the swg was found kinked prior to use on the patient". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI #. Additionally, added the brand name. UDI related data quality updates only. Other remarks: n/a; corrected data: n/a.

Event description:
It was reported that "the swg was found kinked prior to use on the patient." No patient involvement.